Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pulse generator changeout on (B)(6) 2018. During procedure, the right ventricular lead was found via fluoroscopy to have externalized conductors. All electrical measurements were normal. The patient would continue to be monitored and no symptoms were reported.